Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit caused the burn patient. They stated that there will no more information available.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. They stated that there will no more information available. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.